Event description:
It was reported that tubing in a spectrum iq pump was not in place. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'tubing not in place' which was reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment latch switches. The latch switches requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h10: during evaluation it was observed that the latch switches were not engaging with an open door during switch testing. The cause was determined to be the latch switches being out of adjustment and requiring adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.